Manufacturer narrative:
A ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable as per the information available, there is no evidence of loss of mechanical ventilation and hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.